Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections have been updated: b4; b5; g3; h2; h3; h4; h6; h10; h11. Visual examination of the provided pictures identified an explanted segmental hinge post covered in bio-debris that was fractured into multiple pieces. No product was returned therefore no further evaluations can be made. The reported event was confirmed by review of provided photographs. Device history record was reviewed and no discrepancies related to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information at time of this report.

Event description:
It was reported that a patient underwent a total knee arthroplasty on an unknown date. Subsequently, on an unknown timeframe post-implantation, the patient underwent revision surgery due to unknown complications. Due diligence is in progress for this event; to date no additional information has been provided.

Manufacturer narrative:
(B)(4) d10: medical product: distal femoral xt component size b right: catalog#00585004202, lot#63932468. Diligence is in progress to determine whether the device is available for evaluation. The investigation is in progress. Upon receipt of additional information or completion of the investigation, a follow-up MDR will be submitted.